Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-sep-2025. Investigation summary: bd received five samples and one photo for investigation. The photo depicted a processed tube with a gel barrier thinner than the gel height in an adjacent empty tube. Additionally, the visual inspection for gel defects showed that none of the five returned samples failed. Furthermore, 30 retained samples underwent visual inspection for gel defects, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect gel quantity based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the amount of visible gel after centrifugation is less than expected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the amount of visible gel after centrifugation is less than expected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.